Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous left circumflex. A 2.25x15mm maverick2 monorail balloon was inflated to 12 atmospheres for 10 seconds on the third inflation and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported event is attributable to procedural factors and/or interaction with patient anatomy or other devices.